Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for "lysis of adhesions." The patient's attorney did not allege a specific device failure and no medical records have been provided. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex st hernia patch, lot number huxg0088 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery for lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex st hernia patch, lot number huxg0088 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery for lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed ventral incisional hernia thereby underwent open hernia repair with the implant of ventralex st mesh. Per operative notes, ¿a large, incarcerated omentum was incarcerated in the umbilical fascial defect, another small defect noted above the umbilicus. Both defects were connected. The hernia was reduced, and the sac was incised. A round ventralex st patch was placed in a sublay fashion and sutured.¿ on (B)(6) 2014 - patient was diagnosed with abdominal pain, epigastric hernia, chronic cholecystitis and cholelithiasis thereby underwent laparoscopic repair and lysis of adhesions. Per operative notes, ¿the omentum adherent to the midline was taken down. The epigastric hernia was noted above the previous repair and was repaired. The gall bladder was removed. There was omentum noted around the gall bladder. The lysis of adhesions was performed down peritoneum medially and laterally. Complete lysis of adhesions in the midline was completed. The previous mesh was evaluated and found to be intact." Attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for "lysis of adhesions." The patient's attorney did not allege a specific device failure and no medical records have been provided. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, abdominal pain and adhesions thereby underwent repair. Hernia recurrence is the known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.